Event description:
Baxter (B)(4) received a report that a 2 ml/h infusor had reportedly underinfused during patient use. Reportedly the infusion had lasted 72 hours instead of the intended 48 hour therapy. After the 72 hours of patient therapy, more than 1/4 of the total fill volume was left in the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 12 ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 42 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.89 ml/hr, normalized flow rate = 1.94 ml/hr, specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device has been returned to baxter and is awaiting evaluation. Once the evaluation is completed or if additional information becomes available, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.